Event description:
The customer reported the unicel dxc 600 synchron system generated erroneous high test result for hemoglobin a1c for one patient sample. The erroneous high test result was reported out of the lab, and the result was questioned by the physician. The sample was retested and corrected report was issued. There was no affect to patient treatment. The customer also stated that suppressed results (no test results were generated) were noted for triglyceride and blood urea nitrogen (bun) tests on the analyzer. There was no report of death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer was informed of the erroneous test result for hemoglobin a1c. The fse evaluated the instrument and found fluid below the reagent probe a and on the reagent carousel cover. He primed the reagent probes and observed fluid spitting from the reagent probe a wash collar. The fse determined the problem was a defective wash collar vacuum valve and proceeded to performed mod 11194 by replacing all four reagent probe a wash collar valves (472689) and the issue was resolved. Identified failure mode: failure mode is the wash collar valve (472689). Fse replaced the reagent probe a wash collar valve and the issue was resolved.